Event description:
At 0548, rn administered sodium phosphate IV piggy back to patient which was set to be a 4 hour infusion. At 0620, rn entered room to assess patient. At this time, sodium phosphate bag was empty and pump was programmed to be running at 62.5ml/hr. Rn paused pump, clamped tubing, and assessed the IV lines to confirm proper set up. The lines were properly hung and IV pump was appropriately programmed. The patient received the 250ml bag over 32 minutes. Manufacturer response for alaris IV infusion pump, (brand not provided) (per site reporter). This has been an ongoing issue with these pumps and the manufacturer is fully aware. Not sure what they are doing about it.